Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted upon completion of investigation. (B)(4).

Event description:
Sales rep reported via email the doctors noticed a hole in the guidewire introducer needle contained in one of our 50-7000b kits. The issue was discovered prior to use , but had they not noticed it, the hole could have caused a sentinel event as it likely would have allowed air into the patient's pleural space. Physician used another kit to complete procedure, patient is fine. Additional information received 07jun2016: unfortunately the joint commission alerted them to an upcoming visit so one of the techs threw it out. I was able to get more detailed information from the physician regarding the incident itself and have more information: presence of air was noted during the procedure when the physicians were using the guidewire introducer with needle, leading them to believe that there was a hole in either the white, gray or light purple portion of the guidewire introducer. They removed the guidewire introducer with needle and opened up a new pleurx kit which worked fine. The air in the patient's pleural space was managed quickly and successfully by the physicians and the procedure was completed without incident. Additional information received 08jun2016: can you provide some patient information:(initials, age, gender, ht, wt, diagnosis): lb, (B)(6), m, (B)(6), metastatic head and neck cancer; how did the physicians manage the air in the pleural space: we used a new kit without incident; what is the status of the patient now: stable, home. Suffered no post procedural complications; were they able to see a visible hole in the product: we think it was in the purple plastic but difficult to know for sure.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The product was not returned for evaluation. The failure mode was not confirmed through a sample evaluation. Evaluation of DHR (device history record) did not show any incoming raw material or other material issues related to lot number. The reported failure mode was not confirmed since the complaint sample was not returned for evaluation nor was any pictures of the complaint sample available for review. DHR review was performed and did not find any issue related to incoming raw material and other material issues. Since failure mode could not be confirmed and probable root cause could not be determined, no corrective or preventive action could be identified. The vendor of the guidewire component will receive a quality notification regarding this reported defect to alert the vendor of the reported failure mode. Likewise, this complaint will be added to the complaint trending system and will be monitored for future occurrences.